Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) was moving and flipping around in the pocket. It was noted that they could flip the ins by hand and it would get caught on clothes and the couch and flip which was very painful. They could manually turn their ins sideways. The lower left corner of the ins seemed to be the only corner that was attached. The patient noted that they had lost 30 pounds and the ins was protruding. There was only a thin layer of skin covering the ins. There were no falls or trauma reported associated with these issues. The patient had an appointment scheduled for (B)(6) 2016. The patient was implanted for non-malignant pain and degenerative disc disease. No troubleshooting, diagnostics, interventions, causes, or outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.